Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-l catheter and lidstock for evaluation. The spring wire guide was not returned. Visual inspection of the catheter revealed no defects or anomalies. Visual inspection of the guide wire could not be completed as it was not returned. The catheter body measured 215mm from the distal tip to the juncture hub, which is within specifications of 207-227mm per catheter graphic. The outer diameter of the catheter body measured .096" which is within specifications of .095-.099" per catheter body extrusion graphic. The inner diameter of the catheter tip measured 1.01mm which is within specification of .95-1.02mm per product drawing. A guide wire of the same size provided within this kit was passed through the returned catheter with minimal resistance. Both lumens of the catheter were flushed using a 10ml syringe to confirm no blockage was present. The catheter functioned as expected. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer complaint of the guide wire not being able to pass through the catheter was not confirmed through this investigation. The customer only returned the catheter. The catheter revealed no visual defects and passed all relevant dimensional and functional testing. A device history review was completed with no relevant findings. Since no guide wire was returned, the root cause of this investigation is deemed undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: during the procedure, the catheter passes, damage is observed in the guide, making it impossible for the catheter to pass, given solution the medical device is replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during the procedure, the catheter passes, damage is observed in the guide, making it impossible for the catheter to pass, given solution the medical device is replaced.